Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during an infusion of noradrenaline there was a channel error. Pump quickly changed out, medication re-programmed. Patient experienced brief transient drop in blood pressure however no interventions were needed.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code was confirmed, the root cause of the error code displayed (240.4150 bottle pressure sensor) is attributed to the upper pressure sensor being out of specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. A review of the pcu error logs showed an error code 240.4150.0 (sensor broken high failure) occurred on 18 december 2025 at 2:21 am. A review of the pcu event log, prior to the reported event date, identified an infusion programming on 18 december 2015 at 1:54 am a guardrails drug infusion was programmed with the following parameters: drug ID: 437, drug amount: 6 mg, diluent volume: 10 ml, dose: 1 mcg/min, rate: 1 ml/h, and a volume to be infused (vtbi) of 90 ml. Infusion started with a primary volume infused (pvi) of 0.0 ml. At 1:58 am pump alarmed occlusion on patient side (three (3) times). Then the key unit was selected, key options was pressed and the option pump was selected for pressure limit. Infusion was started at 2:05 am dose was updated by user to a new dose of 2 mcg/min, and rate was automatically updated to 2 ml/h infusion started with a pvi: 0.096 ml. At 2:21 am pump alarmed channel malfunction (error code 240.2150 ¿ lvp bottle pressure sensor) then unit was removed capturing a final pvi of 636 ml. A functional test was performed on the suspect device, and it was successfully passed with no alarms or errors. A pressure sensor analog test was performed, and both upper and lower pressure sensors were observed to be out of specification. The bottle-side sensor remained fixed at the maximum voltage value even without any pressure applied, while the patient-side sensor was observed to be operating below the established voltage limit. Both pressure sensors were temporally replaced with known good dchu lab pressure sensors for testing purposes only. The pressure sensor analog test was repeated, and both pressure sensors were observed to be within specification the bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 240.4150 is about the bottle-side pressure sensor, the explanation is that the voltage is too high, the sensor may be broken. The response should be to replace the bottle-side pressure sensor. This issue was escalated for further investigation via dir 10000432984. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported channel error is attributed to the upper and lower pressure sensors being out of specification the returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Note that this report lists imdrf annex a0709, g0301204, c16, d0302, a040502, g02017, c0601, a1801 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during an infusion of noradrenaline there was a channel error. Pump quickly changed out, medication re-programmed. Patient experienced brief transient drop in blood pressure however no interventions were needed.